Event description:
It was reported that the stenoscope system would partially boot and then lock up. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified but was intermittent in nature. Replaced midas printed circuit board and symptoms were not present. The system was tested and found to be working as intended and placed back into service.